Event description:
It was reported that the patient's left ventricular (lv) lead was difficult to inset during implant. The lead was replaced. Additionally, the device was replaced for higher shocking capability. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.